Event description:
It was reported that a malfunction alarm occurred after the customer inadvertently jumped into the pool while wearing the pump. The customer experienced an elevated blood glucose (bg) level (522 mg/dl). An insulin injection was administered to treat the bg. The customer reverted to an alternate method of insulin therapy.